Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because it was reported the band snapped. The sl360 multi-implant system (part# 74-0004, lot# 152610) was returned for investigation. Visual inspection showed that the metal band had been fed up through the tensioner and locked in place, and snapped at the base of the tower. The complaint is confirmed. The most likely underlying cause of the complaint is excessive force was applied during rotation of the tightening wheel to achieve final approximation, beyond what the product was designed to encounter. There are no indications of manufacturing defects. For this part (74-0004) and the previous one year (from the notification date), there has been a complaint rate of 0.127% which is no greater than the occurrence listed in the application fmea. There is no indication of manufacturing defects and there are no updates to the risk documents needed. The DHR for this product was reviewed, no non-conformances were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Foreign source - (B)(6).

Event description:
It was reported a band fractured while tightening during the reduction of the sternum. The fractured implant was removed and a new implant was used to reduce the sternum. No additional patient consequences were reported.